Event description:
On (B)(6) 2024, I underwent a bone¿patellar tendon¿bone anterior cruciate ligament reconstruction using an internal brace made by arthrex called fibertape suture. I woke up completely unable to straighten my leg. The surgeon, dr. (B)(6), md cut the graft and placed the graft in the front of my knee, constraining my joint, preventing me from straightening my leg, causing irreversible degenerative damage to my knee, leaving me in a flexion contracture or a 15 degree extension loss. I suffered serious documented life threatening complications that are not limited to but include: acute occlusive thrombus seen in the left popliteal vein, and acute occlusive thrombus seen in the left posterior tibial vein, and an acute occlusive thrombus seen in the peroneal vein, one of the clots persisted for well over 9 months, I was on eliquis for over a year and only stopped taking the medication after the arthrex fibertape suture had been cut which required another arthroscopy. I had several cyclops lesions, the extension loss caused my body to shift to compensate causing painful malalignment of my spine, hip(s)/pelvis, ankle, contralateral knee, and other parts. I did make a report to the manufacturer arthrex who did file two maude reports. Those report numbers are: 1220246-2025-05112 & 1220246-2025-05113. They state that the surgeon placed the graft anterior to the anatomical path of the anterior cruciate ligament; there was a device rep by the name of (B)(6) who was in the surgery with me, it is unclear if the device rep, warned the surgeon and what the device reps actions were, however no maude report was made by the surgeon, nor the device representative. In the above report numbers, there are concerning reports in them, for instance they state that I progressed well through physical therapy, but his far from the truth. They also characterize the arthroscopic debridement of the device as needed for pain, that is far from the truth and not inline with any objective reports from myself or the surgeon that performed the arthroscopic debridement. I would like to have the record amended and can provide medical documentation if required. Athrex also stated that I had four implanted devices, however, their report only lists the three that appear on the operating room device implant log. This should also be corrected. I still have a piece of the fibertape if needed to send for review. The fibertape was not sent to arthrex but is was independently confirmed that the fibertape suture was in my knee. I can send full medical records and imaging. Perhaps the device manufacturer needs to update their labeling and safety instructions and consent process for these products that can be used to cause real patient harm. They should contain properties so that they are easily identified through advanced imaging. I can email my complete medical records and imaging studies. I had 4 implanted devices.